Event description:
It was reported that the right ventricular lead exhibited high thresholds. A chest x-ray revealed that the lead was dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.